Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm noted and the motor was tested outside the device and passed. No off no power alarm or blank display anomalies noted. All operating currents are within specifications. However, the insulin pump was received with corroded battery tube, stripped battery cap coin slot, cracked reservoir tube lip and minor scratched lcd window. No loose drive support cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error then the device turned off. The customer could not turn the insulin pump back on. The patient's blood glucose level was 3.0 mmol/l. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.